Event description:
Reportedly, after the first interrogation, an unknown message was displayed and it was validated by the physician. It was noticed that the implant autodetection feature was not accessible: the box was grey instead of blue. A re-interrogation was performed and the same behavior was observed. Preliminary analysis revealed that the device switched in standby mode on 03 oct 2019 which led to the deactivation of the implant autodetection feature. The switch in standby mode is most probably due to a crosstalk between the subject pacemaker and another device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the first interrogation, an unknown message was displayed and it was validated by the physician. It was noticed that the implant autodetection feature was not accessible: the box was grey instead of blue. A re-interrogation was performed and the same behavior was observed. Preliminary analysis revealed that the device switched in standby mode on (B)(6) 2019 which led to the deactivation of the implant autodetection feature. The switch in standby mode is most probably due to a crosstalk between the subject pacemaker and another device.